Manufacturer narrative:
Device history records review was completed for part# 03.010.200, lot# 2699548. Manufacturing location: (B)(4), manufacturing date: apr 21, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. A visual inspection, device history records review and function test were performed as part of this investigation. This complaint could not be unconfirmed at customer quality. Visual inspection showed the signs of wear and tear on the returned parts. Complained issue (surgeon could not adjust median line) could not be replicated and/or confirmed as reported problem could not be reproduced. Function test of the complaint devices could not reproduce the reported problem. Function test passed successfully. The complete system was assembled with reference parts / implants and could demonstrate full functionality of the complained devices. Parts did match to each hole as intended. There may have been other circumstances during surgery like soft tissue pressure which may have caused the reported problem. Product problem could not be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a procedure to repair a subtrochanteric fracture on (B)(6) 2017, after insertion of a nail, surgeon verified c-arm image orientation according to the surgical technique guide but was not able to adjust the median line. Although surgeon drilled symmetrically, it is reported to have interfered with the nail. Surgeon was able to fine tune the alignment and completed the procedure successfully with a delay of approximately 15 minutes. Concomitant devices reported: nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) surelock aiming arm. This is report 1 of 1 for (B)(4).